Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported foreign material that was not possible to remove during reprocessing involving an olympus tracheal intubation fiberscope. There was no patient involvement.